Event description:
At the time of the incident, the patient was wearing the pod on the arm for between 4 and 24 hours. The pod fell off during a baseball game, and the patient did not have a replacement pod available. As a result, the patient was without insulin delivery, leading to a rapid increase in blood glucose levels exceeding 400 mg/dl and subsequent vomiting. The patient sought medical attention and was admitted for 3 days, and the diagnosis was diabetic ketoacidosis. Treatment included intravenous insulin and fluids.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - operating system data not available cloud - hardware data not available cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.